Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulation was turning off by itself randomly during the day. On (B)(6) 2019, when the patient was lying down, he noticed the stimulation was turned off and they had to use his controller to turn the stimulation back on. The stimulation usage diary was reviewed with the following results: 30 days stimulation usage: 33% stimulation on since last session: 55% therapy unavailable: 4 sessions, last date was (B)(6) 2019 (B)(6): 20% usage (B)(6): 100% impedances were within normal limits and the stimulation was providing appropriate coverage where the patient needed stimulation. Best recharging practices were reviewed, and it was suggested that the patient keep a journal of the on/off incidents. There were no further complications reported or anticipated.